Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, the patient did experience signal loss greater than one hour. The probable cause of signal loss could not be determined. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.